Manufacturer narrative:
The technician replaced the bearings and brake caster wheel to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the brakes will not hold correctly. No pt or hosp staff injured.